Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic procedure, the surgeon had trouble with insufflation during the procedure at the seal. The device was used for the procedure but reported a nuisance to the surgeon. There was no patient consequence reported. The device was discarded.